Event description:
Same case as MFR report numbers: 3005188751-2012-00246, 3005188751-2012-00247, 2030404-2012-00239, 2030404-2012-00240. It was reported during a pulmonary vein isolation procedure a pericardial effusion occurred. The physician placed a sjm ice catheter in the right atrium with stated difficulty and an inquiry steerable catheter in the cs for mapping. Transseptal access was obtained with a brk needle. A reflexion spiral x catheter and a biosense webster ablation catheter were placed in the left atrium through a fast-cath transseptal introducer. During mapping the reflexion catheter got caught on the ridge area between the appendage and the left superior vein. Mapping and ablation were performed with the pt in stable condition. At the conclusion of the procedure, when the catheters were pulled back to the right atrium, the pt's blood pressure dropped. The ice catheter was still in place and used to identify a sizeable pericardial effusion. The physician was not able to identify the precise location of the effusion or the cause. Blood was visualized on the posterior portion of the heart and a pericardiocentesis was performed successfully. The pt left the procedure room in stable condition and was in good condition one day post procedure.

Manufacturer narrative:
The product was not returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification of the reported effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.